Event description:
It was reported that the right ventricular (rv) lead had low pacing impedance, frequent short v-v intervals, undersensing of intrinsic activity, intermittent capture, and no capture at maximum output. The lead was programmed off and was subsequently replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri45 implantable pacing lead (B)(6) 2011. (B)(4).